Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), genital haemorrhage ("abnormal bleeding ((B)(6) 2010)"), seizure ("worsening of seizures"), gallbladder operation ("gallbladder surgery") and bipolar disorder ("bipolar disorder") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included overweight and paratubal cyst. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain lower ("cramping"), fatigue ("fatigue") and dyspepsia ("heartburn"). In 2011, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and tooth disorder ("dental problems"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), gallbladder operation (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), alopecia ("hair loss"), hormone level abnormal ("hormonal changes"), urinary tract infection ("urinary tract infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), abdominal pain ("severe and persistent abdominal"), abdominal pain upper ("stomach pain"), arthralgia ("hip pain"), back pain ("back pain"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problems"), weight increased ("weight gain"), amnesia ("memory issues/ memory loss"), anxiety ("anxiety"), depression ("depression worsening"), urticaria ("hives") and allergy to metals ("nickel allergy"). The patient was treated with surgery ((B)(6) 2011, laparoscopic bilateral salpingectomy with removal of essure x2 due to ectopic pregnancy) and surgery (nova sure endometrial ablation). Essure was removed on (B)(6) 2011. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, seizure, gallbladder operation, bipolar disorder, bladder disorder, urinary tract disorder, tooth disorder, abdominal pain lower, fatigue, dyspepsia, alopecia, hormone level abnormal, urinary tract infection, migraine, headache, nausea, abdominal pain, abdominal pain upper, arthralgia, back pain, vaginal discharge, visual impairment, weight increased, amnesia, anxiety, depression, urticaria and allergy to metals had not resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, bipolar disorder, bladder disorder, depression, dyspepsia, ectopic pregnancy with contraceptive device, fatigue, gallbladder operation, genital haemorrhage, headache, hormone level abnormal, migraine, nausea, seizure, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: current weight: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; abdominal pain, right ectopic pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received event " abnormal bleeding , bladder or urinary problems or changes, dental problems ,cramping, fatigue, heartburn, hair loss, hormonal changes, urinary tract infection, migraine, headache , nausea , severe and persistent abdominal, stomach, hip, and back pain , ectopic pregnancy , worsening of seizures, gallbladder surgery, vaginal discharge, vision problems, weight gain , memory issues, anxiety and depression worsening, and hives, she dose not performed essure confirmation test were added.. Reporter, patient and product information added. Concomitant and historical condition added. Outcome of event was not recovered. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), genital haemorrhage ('abnormal bleeding (jul2010)'), seizure ('worsening of seizures'), gallbladder operation ('gallbladder surgery') and bipolar disorder ('bipolar disorder') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included overweight and paratubal cyst. On 15-jul-2010, the patient had essure inserted. In august 2010, the patient experienced abdominal pain lower ("cramping"), fatigue ("fatigue") and dyspepsia ("heartburn"). In 2011, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and tooth disorder ("dental problems"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), alopecia ("hair loss"), urinary tract infection ("urinary tract infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), abdominal pain ("severe and persistent abdominal"), abdominal pain upper ("stomach pain"), arthralgia ("hip pain"), back pain ("back pain"), vaginal discharge ("vaginal discharge"), visual impairment ("vision probelms"), amnesia ("memory issues/ memory loss"), anxiety ("anxiety"), depression ("depression worsening"), urticaria ("hives") and allergy to metals ("nickel allergy"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), underwent gallbladder operation (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (12apr2011, laparoscopic bilateral salpingectomy with removal of essure x2 due to ectopic pregnancy, gallbladder removal, nova sure endometrial ablation and laparoscopic salpingectomy). Essure was removed on 12-apr-2011. At the time of the report, the fallopian tube perforation outcome was unknown and the ectopic pregnancy with contraceptive device, genital haemorrhage, seizure, gallbladder operation, bipolar disorder, bladder disorder, urinary tract disorder, tooth disorder, abdominal pain lower, fatigue, dyspepsia, alopecia, hormone level abnormal, urinary tract infection, migraine, headache, nausea, abdominal pain, abdominal pain upper, arthralgia, back pain, vaginal discharge, visual impairment, weight increased, amnesia, anxiety, depression, urticaria and allergy to metals had not resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, bipolar disorder, bladder disorder, depression, dyspepsia, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, gallbladder operation, genital haemorrhage, headache, hormone level abnormal, migraine, nausea, seizure, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: current weight: 178 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; abdominal pain, right ectopic pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 16-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), genital haemorrhage ('abnormal bleeding ((B)(6) 2010)'), seizure ('worsening of seizures'), gallbladder operation ('gallbladder surgery') and bipolar disorder ('bipolar disorder') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included overweight and paratubal cyst. On (B)(6) 2010, the patient had essure inserted. In(B)(6) 2010, the patient experienced abdominal pain lower ("cramping"), fatigue ("fatigue") and dyspepsia ("heartburn"). In 2011, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and tooth disorder ("dental problems"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), alopecia ("hair loss"), urinary tract infection ("urinary tract infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), abdominal pain ("severe and persistent abdominal"), abdominal pain upper ("stomach pain"), arthralgia ("hip pain"), back pain ("back pain"), vaginal discharge ("vaginal discharge"), visual impairment ("vision probelms"), amnesia ("memory issues/ memory loss"), anxiety ("anxiety"), depression ("depression worsening"), urticaria ("hives") and allergy to metals ("nickel allergy"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), underwent gallbladder operation (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (12apr2011, laparoscopic bilateral salpingectomy with removal of essure x2 due to ectopic pregnancy, gallbladder removal, nova sure endometrial ablation and laparoscopic salpingectomy). Essure was removed on 12-apr-2011. At the time of the report, the fallopian tube perforation outcome was unknown and the ectopic pregnancy with contraceptive device, genital haemorrhage, seizure, gallbladder operation, bipolar disorder, bladder disorder, urinary tract disorder, tooth disorder, abdominal pain lower, fatigue, dyspepsia, alopecia, hormone level abnormal, urinary tract infection, migraine, headache, nausea, abdominal pain, abdominal pain upper, arthralgia, back pain, vaginal discharge, visual impairment, weight increased, amnesia, anxiety, depression, urticaria and allergy to metals had not resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, bipolar disorder, bladder disorder, depression, dyspepsia, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, gallbladder operation, genital haemorrhage, headache, hormone level abnormal, migraine, nausea, seizure, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: current weight: 178 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; abdominal pain, right ectopic pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: event added- fallopian tube perforation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.